Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No product or data were provided for evaluation. The reported receiver ceased to function could not be confirmed. A root cause could not be determined.